Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided which may include the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning and/or shortening the strands not in-line with the bone socket. The dfu for tightrope® devices, dfu-0147-eo revision 3, gives the following precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. 2. Load the acl/pcl tightrope button over the unspliced, thinner portion of the acl/pcl tightrope suture to assist assembly. Once assembled slide the acl/pcl tightrope button down to the thicker, spliced portion of the acl/pcl tightrope suture to help prevent disassembly.

Event description:
On 28th july 2025, it was reported by an arthrex's employee via email that for 1 unit of ar-1588rt, acl tightrope® rt, the implant cannot be deploy. This was detected during an anterior cruciate ligament reconstruction of the knee joint on (B)(6) 2025. The case was completed successfully by using another ar-1588rt. There was no patient harm. Additional information: this case reported by hospital as ae.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.